Manufacturer narrative:
In the doctor''s opinion the limited visual acuity would also be due to amd (age-related macular degeneration) and progressed papillae injury. No similar events have been reported for this product lot to date. Our conclusions from our initial report remain unchanged.

Event description:
Approximately three (3) months post-surgery the patient visited the doctor. Visual acuity was provided as 0.3. The doctor reported that the limited visual acuity would also be due to amd (age-related macular degeneration) and progressed papillae injury.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. The viscoelastic eyefill c used are not validated for use with this lens. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. In the surgeon¿s opinion, the likely cause of the event is inflammation due to the combined procedure and reduced compliance of patient to administer eye drops (steroids). Patient was non-compliant with preoperative anti glaucoma therapy and post-operative corticosteroid therapy. The most probable root cause is that this event is patient related.

Event description:
A user facility in (B)(6) reported a patient had a fibrin reaction to the intraocular lens (iol). The patient had a combined phacoemulsification and iol procedure and microshunt (santen) glaucoma procedure. The incision type was clear corneal. The incision was sutured at the time of the surgery (intraoperatively) but removed at the end of the surgery. There was no evidence or suspicion of a wound leak. The procedure was approximately between 15 to 30 minutes long without any complications. No discoloration noted postoperatively. 1-2 days after the surgery, the patient did not experience cloudiness. One week later, an ophthalmologist in the practice noted the cloudiness and referred the patient to the surgeon in the clinic. Three weeks post-surgery, there was suspicion of iol opacification. Slit lamp finding showed grey/opaque iol. Opacification on the front part of iol. It was reported the patient experienced loss of vision, patient¿s bcva decreased 1/35. Approximately five weeks post-surgery, a yag-lens polish revealed membrane in the front of the iol surface (possibly inflammatory membrane). There was no opacity of the eye, but fibrin around the lens. With the yag laser, the opacity in front of the lens could be removed centrally, similar to a post-star laser treatment. A second iol polish was performed approximately one week later and a third treatment was performed one week after that. The patient is still undergoing evaluation. A follow up for refraction check was scheduled and the patient is to follow up with the glaucoma department.